Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has had bladder problems all her life, she cannot poop or pee. She cried when they took her neurostimulator out on (B)(6) because it worked. On (B)(6), the ins (stimulator) was removed due to a need for MRI mra because the patient had severe vertigo with hospitalization and her eyes had not calmed down. Her neurologist wanted to rule out ms (multiple sclerosis), the tests results were she does not have ms. It was also time to replace ins and she had a ghost lead, so he took it. After surgery the patient had botox which did not go well. Because of the botox she still had to catheterize 2-3 times a day and wears an adult pull up at night. The patient was urinating in her little cap thing then she catheterizes and usually had more than her original from peeing normal. The patient didn¿t have any feeling anyway. It was like the patient needed to have it out anyway. They said the patient had a ghost wire and they took that out. The patient reported it was normal replacement time. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.